Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: based on the lot number, the device has a potential field age of over 15 years and has been used an unk number of times during that period. In general, impactors become damaged through repeated use due to impactions sustained while in use. Impactors or impactor heads should be replaced when the part is no longer functioning. Eval: the impactor head was evaluated dimensionally and found to be within specifications, where measured. As returned, the impactor head exhibits a significant amount of wear/damage in the form of nicks, mushrooming, and scratches/gouges. No manufacturing abnormalities could be detected.

Event description:
It is reported that the impactor is beginning to leave behind small pieces of plastic debris during use.